Manufacturer narrative:
Following our receipt of the two returned new/unopened sensors. Performed visual inspection to one sensor at random. Inspected for physical damage visually (no microscope) and none was noted. Then performed continuity resistance test to verify (open trace), electrical interruption in the sensor circuit and sensor passed per specification. Performed bicarbonate buffer test and sensor passed per specifications see attached file for results. In summary, the customer complaint of sensor glucose vs. Blood glucose event was not confirmed. Found sensor electrode with no physical/electrical damaged, submerged sensor under different levels of glucose and sensor passed with accurate readings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced sensor glucose vs. Blood glucose. The customer reported no adverse event. The event involved product(s) mmt-7040ma. Troubleshooting was performed and the customer is reporting a discrepancy between sensor glucose and blood glucose which is not within range. Insulin delivery was suspended due to sensor glucose vs. Blood glucose difference. Blood glucose value from reported event is 180 mg/dl. The sensor glucose value from the reported event is 70 mg/dl. Sensor glucose and blood glucose difference is 110 mg/dl. No harm requiring medical intervention was reported. Product return requested for mmt-7040ma. The customer declined to return or is unable to return.